Event description:
It is reported that at a regularly scheduled follow-up visit in 2005, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. The plate itself was not loose. Patient has a revision surgery pending of both the poly and screws.

Event description:
It is reported that at a regularly scheduled folow-up visit in 2005, the surgeion noted on x-ray that osteolytic lesions or cysts used to affix the plate. The plate itself was not loose. Patient has a revision surgery pending of both the poly and screws.